Event description:
It was reported that the right ventricular lead triggered a lead warning. Data showed an extremely large number of high impedances were noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high thresholds, noise, and was fractured. The lead was explanted and replaced.